Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 150 mg/dl. Multiple follow-up attempts were made by tandem technical support; however, there was no response from the customer. No additional information was known or reported.